Event description:
It was reported that following an ablation procedure for treatment of a hepatic metastasis, it was noted on removal of the return pad, that the pt had received burn on the left leg. The procedure was successfully completed with this unit and the pt was released. This device has not been rec'd for evaluation. Therefore, no failure analysis is available and without evaluating the device co is unable to determine if the device met its specs. As a lot number was not provided a device history search could not be performed. Co believes user technique, and/or pt anatomy may have contributed to this event. However, co is unable to determine the relationship between the device and the cause for this event. Directions for use state: "warning! The use and proper placement of dispersive electrodes (return pads) is a key element in the safe and effective use of monopolar electrosurgery, particularly in the prevention of burns.